Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that the product was overheating during a bunion procedure. A backup saw was used to complete the procedure successfully. There were no adverse consequences reported.